Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shock channel. The noise on the rate/sense channel was oversensed resulting in numerous nonsustained ventricular tachycardia episodes and a few ventricular fibrillation episodes. No inappropriate therapy was delivered and there was no pacing inhibition due to the noise. All lead measurements were within an acceptable range. An invasive procedure was performed to revise the lead. It was found that the rate/sense terminal pin was loose in the device header. The lead was reseated in the device and the patient will continue to be monitored. The patient's family reported the approximately six months after the initial implant, the pocket was reopened due to a loose setscrew. The local area sales representative reported they had no record of the procedure taking place. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device and lead remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.